Event description:
It was reported the patient sometimes had difficulty charging the implantable neurostimulator (ins). It was noted it had been this way since the time of implant. It was noted the patient had to be sitting in the perfect position in order to get it to charge. A coupling problem was reported. The patient experienced a warm feeling at the ins pocket. This happened once, roughly a year ago. The patient had pain or a possible burning sensation at the implant site. The patient charge the ins and the pain went away.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).